Manufacturer narrative:
Additional information provided in d.10., g.1.,g.2., h.3., h.6., and h.10. The product was returned. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). The opposite haptic is bent in the gusset area and broken in the distal area (not returned). The haptic that is broken in the distal area also has damage on the anterior side with loose lens material. The optic is pressed against two posts in the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the damage. The observed lens damage is typical in appearance to handling related damage. The presence of solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: there have been no other complaints reported in the lot number. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) "was bent". Additional information was requested and received further explaining upon opening the haptic was bent and the lens itself was not seated in the wagon wheel properly.